Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home screen did not display as intended. There was no reported impact to the customer's blood glucose level. No further information was obtained regarding the reported issue.